Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. UDI #: (B)(4).

Event description:
It was reported by a consumer that an excess amount of sealant was found on an 18 g x 1 1/2 in. Bd¿ blunt filter needle. The excess sealant was found prior to use. No injury or medical interventions were reported.